Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion (pbd) as the battery life estimate showed a nine month decrease within a time period of three months and declared elective replacement indicator (eri) status. Subsequently, this ICD was explanted and replaced with a new ICD. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion (pbd) as the battery life estimate showed a nine month decrease within a time period of three months and declared elective replacement indicator (eri) status. Subsequently, this ICD was explanted and replaced with a new ICD. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.